Manufacturer narrative:
H.6. Investigation summary: material 245115 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 2286671 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. The complaint history was reviewed, and no other complaints have been taken on batch 2286671 for performance. Retention samples from batch 2286671 (100 tubes) were available for inspection. For investigation, ten uninoculated retention tubes were incubated at 20 to 25 degrees c (5 tubes) and 33 to 37 degrees c (5 tubes). At seven days incubation no microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. Retentions were also performance tested for antibiotic susceptibility as described in the certificate of analysis. Susceptibility testing was satisfactory for the organisms tested with resistance and sensitivity seen as expected in the organisms tested and positive (growth) controls were satisfactory. One photo was received for investigation. The photo features a carton label from batch 2286671 for batch verification. No return samples were received for investigation. Testing of retention samples was satisfactory as expected. This complaint cannot be confirmed. Bd will continue to trend complaints for performance issues.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 pza medium there was false resistance of one pza test. There was no patient impact. The following information was provided by the initial reporter: "in the last month, all pza sensitivity tests (bactec mgit 960 pza kit - bd) are evaluated as resistant after a few days (false positive detection of growth in a bottle of antituberculosis pza). After microscopic inspection of the medium, no mycobacterial cells were found."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 pza medium there was false resistance of one pza test. There was no patient impact. The following information was provided by the initial reporter: "in the last month, all pza sensitivity tests (bactec mgit 960 pza kit - bd) are evaluated as resistant after a few days (false positive detection of growth in a bottle of antituberculosis pza). After microscopic inspection of the medium, no mycobacterial cells were found".